Manufacturer narrative:
This is one event (death) reported for the same patient involving three separate products; associated mdrs #2937457-2014-01127, 1225714-2014-04892 and 04893.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2012 and subsequently expired after the use of the product.